Event description:
It was reported that at initial implant, failure to capture was noted on the right ventricular (rv) lead. The rv lead was not used, and a new one was implanted. The patient was stable.